Event description:
The initial reporter complained of questionable glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 8:15 am the result from the meter with capillary blood was 49 mg/dl. At 8:19 am the result from the meter with capillary blood was 25 mg/dl. At 9:20 am the result from the meter with venous blood was 179 mg/dl. At 9:21 am the result from the meter with venous blood was 217 mg/dl. At 9:25 am the result from the meter with capillary blood was 31 mg/dl. There was no allegation of an adverse event. The patient was treated with glucose gel, crackers, soda, and juice based on the result of 31 mg/dl at 9:25 am. The qc was acceptable within 24 hours. The meter passed linearity. The customer returned 2 vials of test strips for investigation. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: vial 1: level 1 ¿ 43, 44, 44 mg/dl, level 2 ¿ 302, 301, 301 mg/dl. Vial 2: level 1 ¿ 43, 43, 42 mg/dl, level 2 ¿ 303, 303, 304 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.